Event description:
It was reported that approximately 13 months post implant of a infrarenal aortic extension, a computed tomography detected an aortaenteric fistula. The patient was treated with an infrarenal aortic extension. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. The patient medical information was reviewed by clinical complaint specialist with the following information: the patient's medical history was contributory to this event. Aortic stenosis and open aortic repair are risk factors for an aorto-enteric fistula. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issue could not be identified, but the clinical review showed possible evidence of partial stent collapse that may have been a factor. The patient anatomy appeared to have been a factor in the reported difficulty. No device issue was identified.